Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the device check, the autopulse platform sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message. The customer replaced the autopulse li-ion battery and lifeband, but the fault code persisted. No patient involvement.